Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated power/flow readings and has an elevated ldh. During the analysis of the log it was observed that there were intermittent power and flow fluctuations. We noted 12 power elevations above 10 watts. Also, the graph shows a slight increase in power and flow over time. In addition, review clinical indicators that may confirm other conditions that could be present with the pump. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported elevated ldh could not be conclusively established through this evaluation. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 11.3 watts was recorded on 19dec2019, 21dec2019, and 22dec2019. Most of these elevations appeared to be associated with pi events. The pump remained above the low-speed limit and appeared to be functioning as intended. Per (B)(4), the patient underwent a pump exchange on (B)(6) 2020. Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.